Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of diabetic ketoacidosis, hyperglycemia and their associated symptoms.

Event description:
Patient contacted dexcom technical support on 07/10/2015 to report that they experienced diabetic ketoacidosis (dka) on (B)(6) 2015. Patient stated that he had a high fever, felt sick to his stomach and went to the hospital where he was diagnosed with dka. Patient has his blood glucose (bg) tested and the fingerstick read 457mg/dl. Patient was put on an insulin drip and fluids. At the time of contact, the patient was still in the hospital and as of that morning had a bg of 102mg/dl. There was no alleged device malfunction. No additional information was provided.